Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure within a sapaneous vein graft (off labeled use), some resistance was felt as the stent delivery system (sds) was being advanced through the guiding catheter and into the lesion. Side holes had been cut in the guiding catheter. After the stent was deployed, there was resistance as the sds was being withdrawn. Force was then used. A shadow-like area was observed at the distal end of the deployed stent. Upon examination of the sds out of the body, the distal half of the elastic membrane was missing, and was thought to be responsible for the shadow. An unsuccessful attempt was made to retrieve the piece. An add'l stent was deployed to successfully treat the suspect area. The physician believes that the side holes caused the event.